Manufacturer narrative:
The manufacturer conducted a documentary review: product met specifications per documentary review. Without returned product for technical investigation, it is not possible to confirm the reported defect. The related risk is identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
Patient had port removed in 2022. In 2025, patient reported to her provider she had a small, raised area where the port had been. Ultrasound performed and noted what appeared to be a retained piece of the port. Patient had removal of the remnant successfully on 2025.